Event description:
It was reported during a laparoscopic hernia repair the eas staples would not release from the device. Then the surgeon used the al326 and the clips would not release from the device. Also a 511s trocar gasket was leaking. No further info was given on how the case was completed. There was no consequence to the pt.